Event description:
It was reported that the port was implanted via subclavian site and in use for six months. At six months, they were unable to inject drugs into the port. An x-ray showed that the catheter was broken. Port was surgically removed. No pt complications reported.